Event description:
It was reported to philips that the allura device would not boot up. The device was inside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the mpd control unit. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the e-stop button was active. Upon further inspection, fse found that the mpd control unit was defective. Fse replaced the mpd control. After the replacement of the mpd control, the system was returned to use in good working order. The codes were updated based on the investigation outcome.